Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results on their onetouch verio iq meter. The reporter claimed to have obtained results which read "10 units apart" - no exact values were obtained. The results were obtained less than 20 minutes apart from each other. This complaint is being reported because it is not known if the reported results meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.